Event description:
During an elective cervical 3-7 discectomy and fusion, the neptune suction had a "prefill error" message. Staff attempted troubleshooting by restarting the neptune without resolution of issue. New neptune obtained, prepped as backup-no delay, case continued without further incident, no patient harm from this event. Neptune evaluated by biomed and found to have a faulty drain which was replaced.